Event description:
A malfunction alarm was reported, yet there were no notable events preceding the incident. The customer's blood glucose level was recorded at 7.2 mmol/l, indicating no adverse impact. Customer reverted to using an alternate method for insulin delivery, specifically multiple daily injections (mdi).